Event description:
Related manufacturer report number: 2017865-2022-08485. It was reported during in clinic follow up that the implant site of the pacemaker showed redness and discharge. The system was successfully explanted. Given that microbial cultures of the device and lead returned negative, the patient's response was believed to be an allergic reaction. The patient was stable.